Event description:
Replace sensor error that stops measuring rso2(regional cerebral oxygen saturation) and does not read oxygen perfusion. This puts the patient at risk as the monitor is not working properly.